Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer (the patient¿s daughter) regarding an implantable intrathecal pump intended to deliver bupivacaine [6.7 mg/ml] at 4.3331 mg/day and dilaudid [1.5 mg/ml] at 0.9701 mg/day, indicated for spinal pain. It was reported that the patient¿s personal therapy manager (ptm) displayed 8476, indicative of a motor stall. It was stated that the patient has been trying to bolus for the last few hours and is getting a code on her ptm. The event date was (B)(6) 2018. The caller and the patient stated that they do not hear an alarm. No patient symptoms were reported. The caller stated they would follow-up with a healthcare provider, and it was noted that the patient was having the pump filled at noon on the date of the report. Additional information was later received from a healthcare provider (nurse) on (B)(6) 2018. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient had recently had an MRI (magnetic resonance imaging). It was stated that the patient confirmed an 8476 code via their ptm, and complained of increased pain this morning. It was reported that the patient was in a lot of pain when she woke up this morning and was unable to get a pa (patient-activated) bolus. The area of the pain was asked but unknown. The nurse did not think the patient heard the pump alarming. It was stated that she was going to increase the intrathecal (it) dose by (B)(6)%. The nurse inquired about next steps and stated that she is contacting the physician today after getting to the patient's home and assessing the situation. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative on (B)(4) 2018. The rep reported the patient was non-compliant. The pump was replaced (B)(6) 2018. There had been an issue with getting the drug/pharmacy. When the doctor learned he could replace the pump without putting drug in it, the doctor decided to replace the pump. The pump replacement had originally been cancelled. The patient had not been using their pump. The rep confirmed the motor stall when interrogating the pump on the day of the report (B)(6) 2018. The patient had been on oral medications, as there was no drug in the pump at the time of the report. The pump was returned to the manufacturer. The device interrogation confirmed a motor stall had occurred, along with a "stopped pump period may exceed tube set" message.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. The pump alarm was audible and was within specification. If information is provided in the future, a supplemental report will be issued.